Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor reported on. Product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge. Influences that could compromise product performance or integrity that are unrelated to manufacture include: damaged or use of other than recommended prep instrument size or types. Unexpected bone condition/density. Shallow prep hole. Loss of axial alignment before completed insertion. Unintended separation of anchor from inserter. 6.unintended damage. The product met predetermined specifications upon release to distribution.

Event description:
It was reported that during an unknown procedure while using a foot print anchor the anchor broke when being tapped into the bone. The bone had been prepared using a gold tapered awl. The handle was removed and the pieces of the anchor were retrieved using a graspers. The surgeon has used the anchor many times and says he did not do anything differently. The anchor and handle are available for inspection. The procedure was completed with a backup device with no delay or patient injury reported.